Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while administering medication, needle popped off of shield while depressing plunger and spilled the medication. Redrew medication and had to poke patient a second time. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: 05-jun-2025. H3: a clear plastic bag of the reported product was returned in used condition. Visual inspection did not reveal any defects or anomalies. All samples were unopened and within the original packages. Functional testing was performed, and all results were acceptable with no detachment observed. The returned samples functioned as intended. It is possible that the issues observed by the customer, may have occurred if the mating luers of the components were not seated as instructed within the instructions for use. A device history review found no discrepancies or anomalies relevant to the complaint.